Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwtch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was returned and evaluated. Upon visual inspection, the tubing in general has no structural anomalies as well as the expansion chamber. The pressure sensor filter shows saline fluid infiltration due to fill chamber overfilling. A functional test can not be performed due to the saline infiltration into the filter. A manufacturing record evaluation was performed for the finished device 3002049 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump; when the tubing was connected into pump's pressure sensor, the pump's connector lock pin was not firmly pushed with the tubbing, therefore, the connector did not closed well and the pressure sensor did not detect the fluid level overfilling the expansion chamber, when overfilling occurs, the fluid can get inside the pressure sensor and damage the pump, as per fms vue ii operator's manual; make sure the quick connect port is open before inserting the quick connect tube. To open, press down on the lever at the top of the port. Connect the pressure sensor quick connect tube to the fill chamber port on the fms vue ii pump. The connector clicks when it is locked. Over-filling the chamber may wet the pressure sensor filter, which may interfere with accurate pressure measurement. The fill chamber mark indicates correct fluid level. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 3 of 4 for (B)(4). It was reported by the sales rep in switzerland that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that an unknown pump device had no pressure when three tubing devices were connected individually that the chamber overfilled without stopping. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.